Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was "not holding charge and would not charge when plugged in." The event occurred during infusion of propofol. There was patient involvement but no harm. The reporter, a 3rd party biomed indicated after replacing the power cord the device worked as expected.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pcu was "not holding charge and would not charge when plugged in." The event occurred during infusion of propofol. There was patient involvement but no harm. The reporter, a 3rd party biomed indicated after replacing the power cord the device worked as expected.